Event description:
It was reported that noise was observed on the device during attempted implant. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.